Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00284 ; 342-10-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery was performed due to infection. The surgeon performed a washout, administered biocomposite vancomycin, and replaced the polyethylene liner with the same size (8x11).